Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, the stapler locked closed when tech went to put in reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.